Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the rf (radio-frequency) head would not recognize devices. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device had intermittent telemetry. The device failed all uplink amplitude tests due to the cable being out of electrical specification.